Event description:
It was reported that there was a debris in the cassette. The event occurred at the clinic during set up, and there was no patient involvement.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.